Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the customer wanted to know how to correct this error code 13-1033-149. There was no patient involvement.

Event description:
It was reported that the customer wanted to know how to correct this error code 13-1033-149. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn(B)(6) was performed from date of manufacture 04/27/2015 to present date 01/15/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.